Event description:
The customer reported less than ten (10) milliliters of fluid leaked from the modular chemistry (mc) sample probe onto the top of sample tubes involving the unicel dxc 800 synchron system. The customer stated the fluid was not getting aspirated during probe cleaning. The customer had on personal protective equipment (ppe) consisting gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) identified and cleared a fibrin gel occlusion from the modular chemistry (mc) sample wash collar waste valve and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).